Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a sensation that felt different. The patient underwent an implantable pulse generator (ipg) replacement procedure and all pain areas were covered postoperatively. The explanted device was not returned as it was discarded at the facility.